Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. Intermittent atrial undersensing on the right atrial (ra) lead and intermittent ventricular undersensing was noted on the right ventricular (rv) lead on stored egms. No capture was also reported on the rv lead. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.